Manufacturer narrative:
Philips has investigated this complaint. According to the additional information provided, the system was not in clinical use when the issue occurred. As the customer declined service, the system was not investigated, and philips was not able to confirm the reported problem. The service order was closed as per the customer¿s request. There have been no further customer reports for this issue. The codes were updated based on investigation outcome.

Event description:
It has been reported to philips that the system did not power on successfully. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Additional narrative: philips has investigated this complaint. As the customer declined service, the system was not investigated, and philips was not able to confirm the reported problem. The service order was closed as per the customer¿s request. There have been no further customer reports for this issue.